Manufacturer narrative:
Sections with additional information as of 18-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Adverse event report is being submitted due to symptoms related to diabetes - urinary frequency and thirst manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-5 error. At the time of the call, the customer reported symptoms of urinary frequency and thirst. Medical attention was not needed at the time of the call. Customer reported that he was using the proper testing technique. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2021 and open vial date is (B)(6) 2020. The customer declined to perform a blood test during the call.